Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the wound infection cannot be ruled out. Eye infection and herpes zoster were assessed as not related to device use. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound infection in this patient include prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity.

Event description:
A 46-year-old female with newly diagnosed glioblastoma (gbm) started optune gio (B)(6) 2024. On (B)(6) 2025, novocure received notification that the patient was hospitalized on (B)(6) 2025, due to a swollen eye infection and an open scalp wound. On (B)(6) 2025, the patient's caregiver reported that the patient remained hospitalized and was scheduled to undergo a shunt replacement. On (B)(6) 2025, the caregiver informed that the patient had been discharged from the hospital. Following shunt replacement, the surgical incision remained open and subsequently became infected. The patient received unspecified antibiotics and topical ointment for the incision site. In addition, shingles were noted near the surgical area. The prescribing physician was contacted for further details and responded on december 02, 2025; however, no additional information was provided.